Manufacturer narrative:
Device evaluated by MFR: the device was received with 2 encore inflation units. The device was received inserted through a terumo sheath along with a guidewire that was partially inserted through the mustang device. The guidewire was stuck inside the mustang and was kinked. The balloon was partially inflated with liquid. An examination of the lapweld through the partially inflated balloon found no visible damages. The device was attached to the complaint's laboratory encore device and a vacuum was pulled. The balloon did not deflate. Positive pressure was applied and the balloon inflated to its rated burst pressure (rbp) of 20 atmospheres. However, it was noted that the inflation device had to be dialled up to 20 atmospheres on a few occasions before the balloon achieved its rbp (inflation was staggered). The balloon inflated with no leaks. Using the same encore a vacuum was pulled however, the balloon failed to deflate. Very partial deflation was noted in the balloon (after approximately 5 minutes under vacuum measured with stopwatch). Using a blade, the balloon material was removed. An examination of the lapweld fingers found no damage. The shaft just distal to the lapweld exhibited an indentation/kink. However, it is noted that this kink would not contribute to any deflation problems. The device was removed from the terumo, the shaft was severely stretched, just proximal to the balloon and the stretching extended proximally for a distance of 6.5cm, along the shaft. This stretching is consistent with excessive tensile force having been applied to the shaft, possibly occurring during the physician's initial attempts to withdraw the device from the sheath. The device was dissected proximal to the lapweld and an examination of the inflation lumen found no anomalies. Liquid was attempted to be flushed through from the inflation lumen, however resistance was noted. The shaft was dissected proximal to the stretched down section; however, resistance was noted during flushing. As a result the shaft was dissected at various locations along its length in an attempt to locate the restriction in the inflation lumen. The resistance was identified to be inside the hub manifold. The hub was later dissected and a fibrous substance was removed from the hub of the complaint unit. This material was removed and forwarded to our material laboratory for analysis. Ftir spectra analysis was completed and the foreign material substance was found to be a close match to cleanroom grade paper. A review of the paper that is used in the areas of the production of this device confirmed that regular grade paper (not clean room paper) is used. No other issues were noted with the actual device which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Although device analysis can confirm that a blockage of foreign material (fm) was present inside the hub area, no definitive determination with respect to the source of the fibrous material retrieved from the inflation lumen during the investigation can be made. The investigation into this complaint confirmed the fm was found to be a close match to cleanroom grade paper. Presently mustang units are manufactured in the pct (plastics core technologies) and pta (percutaneous transluminal angioplasty) areas. Both areas use regular grade paper during the manufacturing process and the shop floor paperwork is completed on our manufacturing electronic system mes. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the iliac artery. A 7.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated with 50/50 saline-contrast ratio. However, upon deflation, the balloon would not completely deflate. The device was then pulled out together with the sheath while the balloon was still slightly inflated and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the iliac artery. A 7.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated with 50/50 saline-contrast ratio. However, upon deflation, the balloon would not completely deflate. The device was then pulled out together with the sheath while the balloon was still slightly inflated and the procedure was completed. No patient complications were reported and the patient's status was fine.